Event description:
It was reported that the patient with this pacemaker device suspected loss of capture (loc) and pacing inhibition. The patient was symptomatic and had pauses. Technical services (ts) reviewed the presenting and stated there was an underlying rhythm. The as vs was at sinus brady 46 bpm. The health care professional (hcp) programmed fixed rv output at 2.5v and the patient will be seen in 6 months. This device currently remains in service. No adverse patient effects were reported.